Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm vticm5_13.2, -8.50/1.0/096 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. 2 years after implantable collamer lens implant, patient complained about constant light artifacts, glare/haloes. Reportedly, lens naturally sits very slightly superior/temporal. Eye drops (alphagan) do not work. Lens remains implanted. Status of eye; "all within normal limits." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Information correction: b1 - reported as product problem - correct to adverse event. B2 - not reported - correct to required intervention to prevent permanent impairment/damage. H1 - reported as malfunction - correct to serious injury. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vticm5_13.2 -8.50/1.0/096 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) /2018. 2 years after implantable collamer lens implant the patient complained about constant light artifacts and glare/haloes. Reportedly the lens naturally sits very slightly superior/temporal. Eye drops (alphagan) do not work. Lens remains implanted. Status of eye; "all within normal limits." H6: health impact code- 2199 in initial MDR is corrected to 4644. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that 2 years after implantable collamer lens implant, patient complained about constant light artifacts. Reportedly, lens naturally sits very slightly superior/temporal. Eye drops (alphagan) do not work. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.